Manufacturer narrative:
Zoll medical canada evaluated the device, multifunction cable, and roc adaptor and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing without duplicating any malfunction to the device. Review of the log indicated the device was unable to obtain an ECG signal due to poor coupling based on the impedance value logged during the event. There are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to motion artifacts, poor contact between the pads and the patient's skin, poor contact between the multifunction cable and the adapter, patient skin condition, or an issue with the accessories. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) with vsa, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.